Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was no pressure tubing in the insertion kit. The hospital staff decided to use an "extra stand alone" insertion kit and utilized it to complete the procedure. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: rn, cath lab assistant manager . Additional reporter: (B)(6) rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).